Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 04/03/2025, it was reported by a sales representative via (B)(4) that an ar-9510-2 univers revers lever-locking broach handle was broken. They completed the case with another broach handle. No adverse effects on the patient. This was discovered during a procedure, with no reported patient harm. Additional information has been requested.

Manufacturer narrative:
Additional information: b5, d9, g3, h3, h6 the complaint allegation is confirmed. Upon visual inspection, it was noted that the screw came off from the device and chips around the edges of the univers revers¿ lever-locking broach handle. Functional testing was performed and noted that the handle did not work as required due to the missing screw. The cause for the reported failure is attributed to a supplier manufacturing issue, addressed through non-conformance and CAPA.

Event description:
Additional information: there was no information on what caused the breakage, but it was reported that it was not latching. There was no case delay, and a different broach handle was used to complete the case. No adverse effects on the patient were reported. This was discovered during a reverse total shoulder procedure on (B)(6) 2025.